Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle had foreign matter on the device cannula/ in fluid path. The following information was provided by the initial reporter: "the customer stated droplets of liquid inside some of the syringe barrels. Stated she is concerned about what she is injecting into herself."

Manufacturer narrative:
H.6. Investigation: customer returned (7) loose 3/10cc, 8mm syringes. Customer states that there were droplets of liquid inside of some syringe barrels. All returned syringes were examined and all exhibited a small clear droplet of material come out of the barrel when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 9287718 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200855615, 200845129] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch 78000 was created for the silicone guns. Correction: the silicone guns were purged.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle had foreign matter on the device cannula/ in fluid path. The following information was provided by the initial reporter: the customer stated droplets of liquid inside some of the syringe barrels. Stated she is concerned about what she is injecting into herself.